Event description:
It was reported that there was fluid leak at the edge of the minicap which was connected to the female connector of a peritoneal dialysis (pd) transfer set. The leak was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.